Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that noisy episodes on the right ventricular (rv) and right atrial (ra) channels were noted from the remote monitor transmission. It was later reported that the patient underwent a procedure and the device's detection and therapies were left on because the patient did not inform the hospital of their implanted device. The device remains in use. No patient complications have been reported as a result of this event.